Event description:
The lay reporter contacted lifescan (lfs) on the date of event alleging an error 4 message on her husband's one touch ultra meter. A medical affairs specialist (mas) mailed a letter to the patient since the user could not be reached to obtain further clinical information. On the morning of that day the patient obtained an error 4 message. The patient's arms were shaking and he experienced blindness within an hour of receiving the error 4 message. He took 22u of "lenx" after obtaining the error 4 message. Prior to the error 4 he had obtained two high readings of 361 mg/dl and 275 mg/dl. No information on when those readings were taken. The patient contacted emergency services and was tested on the paramedic's meter and on the hospital device and received a 137 mg/dl on both devices. He was treated with intravenous fluids in the hospital. The technique of applying blood on the test strip was correct. The test strips were in good condition. Reporter was unable/unwilling to rest with a new vial of test strips since they left the supplies at the clinic. The patient had obtained this meter last week from the clinic. A customer advocate (cca) sent the patient a replacement meter. An error 4 indicates that there may be a problem with a test strip, e.g., the test strip may have been moved, damaged or removed during testing, or inserted improperly. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen, readings prior to the incident and whether his blood glucose reading was taken at the physician's office. The complaint is being reported because the patient experienced possible symptoms of an abnormal glucose and was unable to test on his meter at the time of the event and was treated with IV fluids in the hospital.